Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported for documentation that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was unknown mg/dl. The customer drank some orange juice and everything was fine. The customer will send follow up to 24 hour helpline. The customer said she feel so much better with insulin pup, except for the low but said she just needs to adjust settings.